Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a touch contamination by the patient. The patient was hospitalized for the peritonitis event. The patient was treated intraperitoneally with vancomycin (dose, frequency and duration not reported) and oral rifampin for ten days (dose and frequency not reported). Dianeal therapy was ongoing at the time of diagnosis; however, the pd catheter was removed on an unknown date the month after diagnosis. The patient was recovered from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.